Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited shock low impedances out of range after a heart valve procedure. According to the physician the s-ICD system was not affected during this procedure. X-ray images cannot be provided due data privacy concerns, and the physician reported the system is exactly placed as it was on implant. Technical services (ts) discussed troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the ts discussed reprogram and troubleshooting options. Additionally, there was a stored episode at the time of procedure as the loss of cardiac signals was noted and non physiologic noise due to cautery or any other source oversensed during the medical procedure. The impedance trend was reviewed over last month and it was stable ranging between 50-65 ohms. The single low measurement could be result of recent change in patient condition and the ts suggests to closely monitor the impedance trend by latitude remote monitoring. Furthermore, the physician indicated that the system was deactivated and prescribed strict monitoring for the patient. The physician suspected that there was a physiological cause of the low measurement after surgical operation, likely fluids in the thorax. The plan was to measure the shock impedance daily and after 5 days, the shock impedance was comparable to the measurement before the operation. The technical services (ts) discussed impedances settings and what could affect and recommended to perform a defibrillation threshold (dft) test. Finally, the physician requested information about the difference between a manual and an automatic screening. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Ai field added.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited shock low impedances out of range after a heart valve procedure. According to the physician the s-ICD system was not affected during this procedure. X-ray images cannot be provided due data privacy concerns, and the physician reported the system is exactly placed as it was on implant. Technical services (ts) discussed troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the ts discussed reprogram and troubleshooting options. Additionally, there was a stored episode at the time of procedure as the loss of cardiac signals was noted and non physiologic noise due to cautery or any other source oversensed during the medical procedure. The impedance trend was reviewed over last month and it was stable ranging between 50-65 ohms. The single low measurement could be result of recent change in patient condition and the ts suggests to closely monitor the impedance trend by latitude remote monitoring. Furthermore, the physician indicated that the system was deactivated and prescribed strict monitoring for the patient. The physician suspected that there was a physiological cause of the low measurement after surgical operation, likely fluids in the thorax. The plan was to measure the shock impedance daily and after 5 days, the shock impedance was comparable to the measurement before the operation. The technical services (ts) discussed impedances settings and what could affect and recommended to perform a defibrillation threshold (dft) test. Finally, the physician requested information about the difference between a manual and an automatic screening. This s-ICD remains in service. No additional adverse patient effects were reported.